Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the venous luer hub was found broken during usage of hemodialysis.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for evaluation. The catheter body was not returned. The sample contained obvious signs of use in the form of biological material in both extension lines. Visual examination of the returned connector assembly revealed that the venous (blue) extension line luer hub contained one crack. This damage is consistent with over-tightening the luer hub. The connector assembly was connected to a lab inventory syringe and water was aspirated and injected through both lines. Many bubbles were observed at the base of the syringe when aspirating through the venous line. The venous line hub also leaked when water was injected through that line. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed by complaint investigation. The venous extension line contained one large crack. This crack is consistent with over-tightening the luer hub. A device history record review was performed with no relevant findings. Based the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the venous luer hub was found broken during usage of hemodialysis.

Event description:
The customer reports that the venous luer hub was found broken during usage of hemodialysis.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer provided one photo for evaluation. The photo displayed two used connector assemblies in bags. No conclusions could be drawn from the photos as the luer hubs could not be clearly seen. A full visual examination could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.